Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of motor error alarm with her insulin pump. Customer states that she went for an MRI and forgot to remove her devise. When she left the MRI she began to receive motor error alarm on her device. The customer's blood glucose at the time of incident is unknown. The customer was advised to disconnect from the pump. Trouble shoot found that it was exposed to high magnetic field. The customer also reported a motor position encoder error alarm present. Customer was advised to discontinue use of pump, and that the pump would be replaced.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. No audio/beep anomaly or vibrate anomaly noted during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.